Event description:
It was reported that pt was admitted to coronary care unit (ccu) with chest pain on (B)(6)2010. On examination he had a myocardial infarction with st-elevation and while waiting for percutaneous coronary intervention (pci) had ventricle tachycardia which was treated with amiodarone. Pci was then carried out with a stent placed in the left anterior descending (lad) artery. The procedure was complicated with persistent residual thrombus in the distal lad. Pt went to pulmonary edema after the procedure, in ccu. Echocardiography showed poor left ventricular function with ejection fraction (ef) of 15-20%. Pt was transferred to cardiothoracic intensive care unit and an intra-aortic balloon (iab) introduced via the right femoral artery. After x-ray check, iab was repositioned and position was verified on a new x-ray; iab was sutured in place. Subsequently pt was sedated, intubated and placed on ventilator therapy with no possibility of movement other than the passive movement associated with nursing care. Besides iab therapy, pt needed extensive pharmacological support with ionotropes and vasoconstrictors (levosimendan, norepinephrine and intermittent terlipressin). "Helium loss 2" alarms were noted on (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010 all of which were related to pt position during nursing care. Alarm disappeared on restarting of intra-aortic balloon pump (iabp) after repositioning pt. There were no more alarms until (B)(6) 2010. On (B)(6) 2010, pt's condition had improved and decision was made to wean pt from pump support and assist was decreased to 1:2 for the night. The vasoconstrictor required (norepinephrine infusion rate) had also decreased significantly. On (B)(6) 2010, pump began to alarm "high pressure." After checking pt's position, iab tubes and connectors, an attempt was made to restart the pump. The staff on duty noticed no signs of blood in iab tubing. After two failed attempts to start the pump, the on call perfusionist was contacted. Since no blood was seen in the tube, the nurses were instructed to restart the pump while the perfusionist was on the way to the hospital. The nurses on duty followed the instructions on the iabp screen while trying to restart the pump. At no time during this incident did they notice a "helium loss" alarm on the screen. Multiple attempts were made to restart the pump during the following 30 minutes. When the perfusionist arrived at the ICU, she noticed that the helium cylinder was empty and that there were signs of specks of blood in the tube. The helium cylinder was 75% full when the iabp treatment was commenced on (B)(6) 2010. The perfusionist then proceeded to remove the iab and on extraction of the catheter, the perfusionist noticed that balloon was filled with powdery blood which also extended to the tubing, all the way to the pump. Pt was fortunately hemodynamically stable with ionotropic support. The pt expired on the (B)(6) 2010 at 11:00 am. The following is info from the sales representative detailing what lead up to pt's death: pt was released from sedation briefly in the morning to check for neurological signs. Pt opened his eyes and moved all four extremities on command as before. Pt was re-sedated and ventilator therapy continued. Towards the evening of (B)(6) 2010, the on call staff noticed that pt's abdomen had begun to distend and there were signs of intestinal paralysis. Subsequent x-ray and later CT scan of the abdomen showed signs of superior mesenteric artery embolus/thrombosis and acute laparotomy was done on (B)(6) 2010. There was extensive intestinal gangrene and partial resections of both large and small intestines were carried out. A second look and intestinal anastomosis was carried out the following day. Pt's condition remained serious with multiple organ dysfunctions. Pt was extubated on (B)(6) 2010 and moved to the general intensive care unit on (B)(6) 2010, for continued treatment. Pt did not show further neurology recovery. A CT scan of the head, an eeg and a neurology consult was performed at the general ICU. The CT scan on (B)(6) 2010 showed two small ischemic changes, one in the right frontal lobe (2cm wide) and another in the left anterior horn (1cm wide). There were in addition, multiple wide spread degenerative changes. No signs of fresh bleeding, expansive process of infarction were seen in CT scan. The eeg on (B)(6) 2010, showed pathological changes with low voltage delta waves and slow activity. No epileptiform focus was seen. After the neurology consult, suspecting diffuse anoxic brain injury with a pessimistic neurological outcome, pt was transferred to the cardiothoracic ward on (B)(6) 2010 for further care. Pt continued to deteriorate neurologically in the following days and after long and multiple discussions with pt's relations, further active treatment was finally withheld. The pt expired on the (B)(6) 2010 at 11:00 am.

Manufacturer narrative:
The event was initially evaluated and determined to be an asr. Upon the death of the pt the initial/follow up report is being submitted. (B)(4). Device eval: the fos iab, teflon sheath, 6" arterial pressure tubing with stopcock and driveline with arrow connector were returned. There was a thin coating of dried blood over the entire surface of the bladder with distinct clots of blood on the exterior surface of the iab. Blood clots were also adhered to the inside of the bladder. There was a large amount of coffee ground like particles of dried blood inside the bladder. There were dried flecks of blood inside the iab from the tip of the bladder to the iabp connector on the driveline. A vacuum was pulled on the iab and it was immediately lost. When submerged in water and inflated with a syringe, a leak was detected in the bladder. The iab was submerged in water and pressurized to simulate the conditions of inflation with the iabp. No helium escaped through the known leak in the iab or anywhere else in the iab assembly. The iab was then submerged in water and inflated with a syringe slowly and a leak was again apparent 25.2cm from the iab distal tip, in the same location as previously identified. There were 2 abraded areas in proximity of each other. The longest dimension of the entire abraded area was 1.2cm in length. The area that was completely abraded through was less than 1 mm in length. The abrasion scratches could be seen through the bladder material and were only on the exterior surface. The bladder thickness measured within specification. The IFU states. "Intra-aortic balloon membrane perforation may occur during iabp therapy. The occurrence and severity of the iab perforation is unpredictable and may be due to pt physiology. Accidental contact with a sharp instrument or by contact with calcified plaque resulting in membrane surface abrasion and eventual perforation. Large perforations are rare. Small perforations can result in asymptomatic release of gas. Perforation can cause blood to appear in the balloon catheter and driveline tubing." A device history record review was conducted for the lot number/serial number in question with no relevant findings. The complaint is confirmed. There was an abrasion in the bladder. The abrasion is consistent with repeated contact of the balloon membrane by calcified plaque. Therefore the complaint procedure/pt anatomy related.